Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using the customer's multifunction cable without duplicating the report. A review of the device log showed two successful 200j discharges were delivered to the patient on the reported event date. There were no other discharge attempts from the event. The multifunction cable and multifunction cable receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge at 200j. Complainant indicated that the clinician obtained another set of stat padz to continue treating the patient; however, the patient's heart rhythm turned to asystole. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.